Event description:
On (B)(6) 2012, the patient claimed the animas insulin pump has intermittent power issues. The subject pump allegedly has been rebooting several times. The subject pump did not have physical damage or moisture within. There was no evidence of product misuse. The issue was not resolved with troubleshooting. There was no reported patient impact associated with this complaint. This complaint is being reported as a malfunction due to the power issue.

Manufacturer narrative:
Follow-up #1 date of submission 02/08/2013 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a review of the black box history from (B)(4) 2012 revealed several "replace battery" and power on resets. The battery compartment was found to be intact. The returned battery cap was found not to secure tightly to the pump due to damaged threads. The pump was unable to power up appropriately. A test cap was used for testing purposes and was found to tightly secure to the pump. The pump was exercised for 24 hours on a 1 unit basal program. The pump was opened and there was no evidence of moisture or contamination found inside battery compartment or inside the pump or power circuits. No power issues were noted during testing.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.